Event description:
The customer reported to olympus that the gastrointestinal videoscope had weak air water supply. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following malfunction was found: a foreign object came out of the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1- (B)(6) (user facility complete address captured here due to character limitation in section). The device was returned and evaluated. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of upward and downward knob was out of the standard value, adhesive on the bending section cover had white-clouded area, connecting tube had a dent, image guide protector,switch#1 and the connecting tube all had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and associated h6 codes added. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and there were no deviations identified with the reprocessing performed. Therefore, the cause of the material remaining in the device could not be determined. The instruction for use states the detection method associated with the event in ¿gif-1200n operation manual: chapter 3: preparation and inspection¿, and preventive measures in ¿gif-1200n reprocessing manual: chapter 5: reprocessing the endoscope.¿ olympus will continue to monitor field performance for this device.